Event description:
The company was notified on december 23, 2014 of an alleged incident occurring on (B)(6) 2014 at the patient's private residence. The alleged incident was described to the company was the following: patient was on hospice care. She was using an eclipse 3 for her oxygen needs. On (B)(6) 2014, a house fire broke out and the patient passed away as a result. It is believed that the patient was smoking while using her concentrator. Two eclipse oxygen concentrators ((B)(4)) were reportedly with the patient. The company is currently investigating which unit the patient was using at the time of the incident.